Manufacturer narrative:
The investigation is still on going. The results will be provided with a follow-up report.

Event description:
It was reported that the ergostar (catheter mount) had a loose connection and slipped off during use. No injury reported.

Manufacturer narrative:
The affected ergostar cm45 was requested several times for the investigation but was not received. Therefore, an analysis of the reported issue was not possible and a root cause could not be determined. It is obvious to the user when the ergostar loosens and slips off. In addition a corresponding alarm is posted by the connected main device to inform the user. In the last 12 months no similar complaint has been reported.

Event description:
It was reported that the ergostar (catheter mount) had a loose connection and slipped off during use. No injury reported.